Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stopped inputting carbohydrates, and instead they would override the pump bolus correction with 14-20 units of insulin. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. The customer did not provide how they addressed the low bg. No additional patient or event information was available.